Event description:
It was reported that before a laparoscopy assisted distal gastrectomy the generator displayed an error code 'tighten the assembly' with this disposable. It is not known how the procedure was completed. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Pin hole. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. In addition, corrosion was found at the hand activation domes. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.